Event description:
I am writing to complain about the complete failure of the two technologies: bodytite turbo (rfal) and quantum rf. I underwent these procedures consecutively, first with bodytite turbo and later with quantum rf, both performed by board-certified plastic surgeon, who confirmed I was an "ideal candidate" for each treatment. Despite this, I observed zero improvement in my target areas after either procedure. My timeline: bodytite turbo procedure ((B)(6) 2025): treated area(s): flank, mid back, lower back, abdomen result: no detectable skin tightening or fat reduction after full recovery at all quantum rf procedure ((B)(6) 2025): treated area(s): flank, mid back, lower back, abdomen result: no visible changes 6 months post-treatment. My concerns: my plastic surgeon assured me of my suitability (mild skin laxity, near-ideal bmi, healthy lifestyle). I followed all pre/post-op protocols diligently. Guaranteed results- my surgeon assured me that I would see results after the 2nd surgery because quantum rf was more powerful and he said it would get the job done. Emotional impact: the absence of results has left me profoundly disappointed. For the past six months, I have struggled with depression, social withdrawal, and shame regarding my appearance. I avoid mirrors and feel my trust in these technologies, and the medical advice I received, has been deeply compromised. Both these devices are faulty and need to be removed from market immediately I have contacted inmode and they do not care. Physician also does not care. Pt: 1831, 2361. Device: 2588, 3023. Ref: mw5190770.